Event description:
The customer reported that the device powers up in configuration mode. No patient involvement was reported.

Manufacturer narrative:
(B)(4). The customer localized the issue to a bezel failure. The bezel assembly was replaced to resolve the issue.